Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event was reported "feb 2026". The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor glucose scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced nausea, dizziness and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who obtained a glucose result between 25-27 mg/dl on the hcp meter and treated the customer with IV glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 352 mg/dl was compared to a competitor brand meter result of 40 mg/dl. It is unknown how long the customer was wearing the adc device when the results provided were plotted on a parkes error grid, it fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor glucose scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced nausea, dizziness and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who obtained a glucose result between 25-27 mg/dl on the hcp meter and treated the customer with IV glucose for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 352 mg/dl was compared to a competitor brand meter result of 40 mg/dl. It is unknown how long the customer was wearing the adc device when the results provided were plotted on a parkes error grid, it fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.